Event description:
Additional information received indicates that remote transmission revealed oversensing noise on the pacemaker (pm). Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that patient's pacemaker had unspecified oversensing. No intervention or patient condition was reported.